Event description:
It was reported the vsncspcw3a/serial no. (B)(6) was being used to place the catheter into the pt. The doppler was very dampened. In most of the case it was completely weak and not discernible. The symbols were yellow and "do not enter" almost the entire way, until the bullseye illuminated. After receiving the blue bulls eye, the inserter confirmed the placement with a chest x-ray. The catheter was found to be coiled back 9 cm into the subclavian vein. As a result, the catheter was flushed and repositioned and was used successfully. There was a delay in treatment and no pt death or complications reported.

Manufacturer narrative:
MFR control no. 52977. The device was discarded.